Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow up coreects this information. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) the clinician reported that four months after the dental implant was placed, in ada site #3 of the patient¿s mouth, non-osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type iii. Infection was reported. Patient reported pain bleeding and fistula at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #3 of the patient¿s mouth, non-osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Infection was reported. Patient reported pain bleeding and fistula at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that four months after the dental implant was placed, in ada site #3 of the patient¿s mouth, non-osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type iii. Infection was reported. Patient reported pain bleeding and fistula at time of event, no further complications were observed.